Event description:
It was reported when the device was used during an insertion of a denver shunt, the device would not staple. Another device was used to complete the case. There was no consequences to the patient.